Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform further testing due to the prime anomaly.

Event description:
The customer called to report that the insulin pump was shooting the insulin out during the manual prime. The customer then stated, she was hospitalized for low blood glucose and an issue with her heart. Troubleshooting was not possible due to the prime anomaly.